Manufacturer narrative:
Ulrich medical (B)(4) (manufacturer) is submitting this report for both ulrich medical (B)(4) and ulrich medical USA (importer). Exemption # (B)(4).

Event description:
Screw breakage in s1.